Event description:
On (B)(4) 2010, abbott point of care was contacted by a customer who reported the I-stat cg4+ cartridge demonstrated "starouts". Based on the info at the time, there was no injury associated.

Manufacturer narrative:
(B)(4).